Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet 1.5mm system high torque cross-drive screw catalog #: 95-1505 lot #: unknown quantity: 8; zimmer biomet 1.5mm system 4 hole long straight plate catalog #: 01-7047 lot #: unknown quantity: 2; zimmer biomet 1.5mm system plate l-shape, 4-hole left long catalog #: 01-7078 lot #: unknown; zimmer biomet 1.5mm system plate l-shape, 4-hole right long catalog #: 01-7079 lot #: unknown; zimmer biomet 1.5mm system high torque cross-drive screw catalog #: 95-1506 lot #: unknown quantity: 8. G2: foreign - argentina. H3: device evaluated by manufacturer - a product evaluation was not possible as no product was returned and no lot number was provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided. However, they were not legible and attempts to obtain legible records were unsuccessful. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00456, 0001032347-2024-00115, 0001032347-2024-00116, 0001032347-2024-00117, 0001032347-2024-00118, 0001032347-2024-00119, 0001032347-2024-00120, 0001032347-2024-00121, 0001032347-2024-00122, 0001032347-2024-00123, 0001032347-2024-00124, 0001032347-2024-00125, 0001032347-2024-00127, 0001032347-2024-00128, 0001032347-2024-00129, 0001032347-2024-00130, 0001032347-2024-00131, 0001032347-2024-00132, and 0001032347-2024-00133.

Event description:
It was reported that the patient was revised with local anesthesia due to loosening. Attempts have been made and additional information on the reported event is unavailable at this time.